Manufacturer narrative:
At this time, the implantable cardioverter defibrillator (ICD) has not been returned for analysis. This record will be updated upon return and completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant that was withdrawn prior to pocket closure. There was reportedly lead to header insertion difficulty, as well as oversensing of noise, which did not lead to pacing inhibition. An alternate ICD was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in each seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Proper sensing was confirmed in the laboratory, using tests specifically designed to validate sense amplifier operation along with its associated components. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the holes in the seal plugs likely contributed to the reported noise and oversensing. Testing was not able to identify any characteristics that could have caused or contributed to the reported lead insertion difficulty.

Event description:
This supplemental report is being filed as device evaluation has been completed.